Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge/segmental resection, when the surgeon tried to perform the 1st firing on the lung parenchyma, the blade did not advance. The device was replaced with another new one, and it was able to fire without problem. The surgical time was extended by less than 30 min. No injury.